Event description:
It was reported to covidien in 2009, that a customer had an issue with a trocar catheter. Customer states catheter was placed in a baby but they were unable to remove the trocar. The chest tube and the trocar had to be removed. A second chest tube was placed and in that placement the trocar was stuck to the catheter and had to be removed. Also, during the second placement the blunted white disk fell off of trocar. A third placement was completed successfully.

Manufacturer narrative:
Submit date: 08/19/2009. An investigation is currently underway, upon completion, the results will be forwarded.